Event description:
Placed braun introcan in patient. Noted that when metal needle was withdrawn, the metal protective cap did not deploy and was left in cathether hub and needed to be manually withdrawn.